Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, but without the physical sample, the exact cause was undetermined. One photo was returned for investigation with the sample for complaint record (B)(4). The photo showed what appeared to be the original catheter segment with two repairs. The distal repair was labeled ¿repair form 9/17¿. The proximal repair was labeled ¿new repair¿. What appeared to be ballooning was observed in the section of original tubing between the distal repair and the insertion site. No rupture was observed in the photo. The ballooning and reported rupture were most likely associated with overpressurization. The sample returned for complaint (B)(4) contained evidence of a burst due to overpressurization and what appeared to be coagulated blood residue in the lumen distal to the burst site. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broviac ruptured upon restarting tpn. Writer applied pressure then rn clamped the line when assistance arrived. Writer called crn. Crn repaired line at rupture site. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the broviac ruptured upon restarting tpn. Writer applied pressure then rn clamped the line when assistance arrived. Writer called crn. Crn repaired line at rupture site. No patient injury reported.